Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product worked as intended. Most likely underlying root cause of malfunction: mlc-18 -user has high glucose value. (B)(4). Note: after several attempts manufacturer contacted customer on 5/12/2017 in a follow-up call in order to ensure the customer's condition since the initial call;customer condition improved no symptoms present at the time of the call. Customer was hospitalized on (B)(6) 2017 for hyperglycemia. She was treated with an IV insulin drip. Customer is now with long and fast acting insulin treatment. Customer left the hospital on (B)(6) 2017. Customer ran a blood glucose test with a result of 94 mg/dl

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred after the blood sample was applied. Daughter is calling on behalf of the customer. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix meter. Daughter stated she had not yet given the customer insulin. Daughter stated customer had eaten about 45 minutes ago; daughter stated she will take customer's blood glucose in an hour and then give customer the insulin. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported feeling tired. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history; daughter stated this was a new meter.